Event description:
It was reported that the patient with this implantable device has had symptoms of dizziness and weakness as well as a recent syncopal episode. It was noted that high pacing thresholds and a gradual decrease in right ventricular (rv) lead pacing impedance were observed. The patient has known atrial fibrillation (af) and had an atrioventricular (av) node ablation in the beginning of 2022. The patient is dependent on pacing therapy (100% vp). The device was reprogrammed to vvir mode to avoid potential av crosstalk, and technical services (ts) was consulted for further review. In office lead troubleshooting was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable device has had symptoms of dizziness and weakness as well as a recent syncopal episode. It was noted that high pacing thresholds and a gradual decrease in right ventricular (rv) lead pacing impedance were observed. The patient has known atrial fibrillation (af) and had an atrioventricular (av) node ablation in the beginning of 2022. The patient is dependent on pacing therapy (100% vp). The device was reprogrammed to vvir mode to avoid potential av crosstalk, and technical services (ts) was consulted for further review. In office lead troubleshooting was recommended. No additional adverse patient effects were reported.